Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid endoscope telescope experienced the following issue: pin broke when connecting to the sheath. The issue was found during sedation (device outside patient) in a therapeutic transurethral resection of bladder tumor. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: ring of light-guide connector came out. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: connector pin was found to be broken during connector pin inspection. This event was caused by components failure of connector pin. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.